Event description:
During a ptca / atherotomy / stenting treatment procedure involving a calcified and 99% stenotic lesion in the middle portion of the lad coronary artery, the quantum maverick monorail balloon was suspected to have ruptured at 10 atm's on the initial inflation during post dilatation of a medtronic s670 stent. The pt was asymptomatic during this event. It is noted that a medtronic extensor and the blloon used to deploy this s670 stent as well as a maverick2 monorail and a viva were all ruptured at 10 atm's during post-dilatation of the s670 stent. A japan lifeline athlete gt soft guidewire (size unknown), a 6f wiseguide fl3.5 guide catheter (size unknown), and a medtronic everest inflation device were also used in this case, but the type and size of introducer sheath used is unknown. The procdure was successfully completed. Pt status is reproted as 'good'. Additional info has been requested regarding this event.